Event description:
The user facility reported that during a uterine resection, biopsy forceps were utilized however the tissue was too tough and scissors were used instead. The tissue was so tough that the first pair of scissor broke and a small piece of the jaw fell into the patient's endocervical canal. The small piece was removed from the patient without complications. No patient injury was reported.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. If additional information or if the device is received at a later time this report will be supplemented.